Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, valve movement during deployment may have contributed to the valve being deployed in a too-ventricular position, leading to paravalvular leak. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
During a transfemoral procedure the 26mm sapien 3 valve was deployed in a too ventricular position resulting in moderate paravalvular leak (pvl), requiring deployment of a 2nd valve. As reported, a planned procedure with a non-edwards transcatheter valve was aborted. A decision was made to implant a 26mm sapien 3 valve. A proper work up the patients CT scan in 3mensio was not available. A balloon vavluloplasty (bav) balloon was sized to ensure proper valve measurements were recommended; a decision was made to not perform the bav due to pre-existing aortic insufficiency (ai). A 26mm sapien 3 valve was selected. A 16fr esheath was inserted and the delivery system was advanced through the 16fr esheath. Alignment performed and valve was positioned within the annulus. The middle marker was positioned directly on the annulus. During deployment, the valve moved slightly ventricular during deployment. This led to a 50:50 final position. Post deployment angiogram revealed moderate pvl. The delivery system had been removed prior to the angiogram and a decision was made to post dilate using a non-edwards bav catheter. A suggestion to use a larger balloon was made but the team was concerned about aggressively post dilating out of concern for aortic rupture. Dilatation was performed with the 25mm balloon. Very little additional valve expansion and for shortening was observed. An angiogram revealed mild to moderate pvl. There was a suggestion to post dilate with a larger balloon. A decision was made to implant a 2nd sapien 3 valve was with nominal volume, advanced, aligned and deployed. The valve was deployed slightly more aortic than the first valve. Final angiogram revealed mild pvl. The patient was transferred in stable condition for post management care. The native aortic annular diameter measured 24.5mm by tee with an area of 415mm2 by CT. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. There was no loss of pacing capture during valve deployment and ventilation was held.